Event description:
It was reported that the needle deployed late when the pod was activated; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported. There is no information available regarding treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. If the device is received, a supplemental report will be submitted with the investigation results. Lot release was found to have met all acceptance criteria.